Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients home was struck by lightning and the power adapter in the wall blew apart into several pieces. The transmitter was returned.